Manufacturer narrative:
The device was returned to the factory for evaluation. No signs of clinical use and no evidence of blood were observed. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position which the knob was turned clockwise. The knob failed to tighten the arm. Based upon these findings, the reported complaint was confirmed. Specific actions for this failure mode are bing managed and documented in the maquet failure investigation report (fir) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer arm was unable to be secured although the handle was turned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).